Event description:
The customer reported that the ventilator exhibited technical failures, specifically error messages 316, 400, 401, and 545. No patient involvement was reported.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.